Manufacturer narrative:
A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, migration or dislodgement of implant from the original position is noted within the dfu as a potential complication associated with the use of the device.

Event description:
It was reported that an implant procedure was aborted due to an unknown reason. Additional information was received that during the implant procedure, after the first device was being implant, the second device was being deployed and came into contact with the first device which caused it to turn and fall out of position. It was unclear if that spinous process was fractured. The first device turned in such a manner that it had to be removed. The physician assessed a possible spinous process fracture at l4. The decision was made that both devices had to be removed and the patient be observed. The patient is not in pain from the procedure but still has his original symptoms.

Event description:
It was reported that an implant procedure was aborted due to an unknown reason.

Manufacturer narrative:
The devices were discarded by the medical facility. Additional suspect medical devices involved: model #:101-9812. Lot #: 800330. Description: superion ids 12mm.

Event description:
It was reported that an implant procedure was aborted due to an unknown reason. Additional information was received that during the implant procedure, after the first device was being implant, the second device was being deployed and came into contact with the first device which caused it to turn and fall out of position. It was unclear if that spinous process was fractured. The first device turned in such a manner that it had to be removed. The physician assessed a possible spinous process fracture at l4. The decision was made that both devices had to be removed and the patient be observed. The patient is not in pain from the procedure but still has his original symptoms.